Manufacturer narrative:
Summary of the analysis. The manufacturing process of this lead was re-investigated, and all production steps and tests had been performed according to all applicable procedures. The provided picture shows a green-handled stylet with an incorrect shape (bending). According to the picture, the stylet is the one preinserted on the lead, not the one provided separately in the box (inside the tube). Based on the quality controls applied to prevent the product distribution with such damage, and since the damage was not observed during the final product inspection, it is suspected that the stylet was unwittingly damaged during the implantation attempt, while handling the results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, during an implant attempt, the stylet which came with the lead was damaged.